Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: inferior vena cava (ivc) filter deployment was unsuccessful. Two retrieval sets were utilized to remove the filter. A new access site was established, and a second device of the same type was successfully deployed to complete the procedure. Patient outcome: delay with unknown of the length of time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: initial inferior vena cava filter deployment was unsuccessful. Two retrieval sets were utilized to remove the filter. A new access site was established, and a second device of the same type was successfully deployed to complete the procedure. It was reported that "when you open the click thingy it did not deploy at all kept deploying halfway. It wouldn¿t release I wanted to release. It was kind of cockeyed so we had to take it out". The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. A part of the device were returned for evaluation. The device evaluation determined the following: the jugular introducer, introducer sheath, filter and introducer dilator were returned for evaluation. The grasping hook was tested, and it could be activated and deactivated without issues. The filter hook and the grasping hook were both within specifications. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records determined that this is a repeat incident of this failure for this manufacturing lot. The related complaint is adressing the same issue with deployment/malpositioning of the filter with the same lot. There is no evidence to suggest that the user did not follow the instructions for use or label. A cause could not be determined from the investigation due to limited information to determine. The device evaluation could not determine an exact cause for the reported failure as both the grasping and the filter hook was within specifications. The reported "it wouldn¿t release I wanted to release" suggest some kind of manipulation during the procedure. The red safety button was activated upon return, suggesting the user could have released the filter unintended. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.